Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. Boston scientific technical services consultant recommended further testing. Provocation testing was performed and the noise issue could not be replicated. This ra lead remains in service and there were additional adverse patient effects reported. Additional information was provided on (B)(6) 2021, it was reported that a chest x-ray was performed on the patient. A subclavian crush was identified by the physician. The rv lead was completely severed and the ra lead body exhibited a prominent tight angulation. The proximal portion of the rv lead was removed but the distal portion remains in situ. Attempts to remove the ra lead was made but was unsuccessful. Subsequently, the ra lead was therefore cut (proximal portion removed but distal portion left in situ). This patient is being referred for surgical lead extraction. A new rv lead was implanted using axillary access and the existing device programmed to vvi 50 bpm with the atrial port plugged until further intervention can be arranged at a later date. No additional adverse patient effects were reported. The ra lead remains implanted but electrically deactivated.

Manufacturer narrative:
Correction to the information to field b5 - describe event or problem. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed only the proximal segment was returned and the outer insulation was only about 22-23cm from the terminal end, but both (inner and outer) coils were deformed/stretched beyond to about 36cm from the terminal end. Further, visual inspection revealed abrasion on the outer insulation about 22-23cm from the terminal pin, which exposed the conductors. The insulation abrasion was in the clavicle area. Testing was completed to assess lead electrical performance and resistance measurements. These measurements were within normal limits. Analysis concluded that the clinical observations of noise was likely from the abrasion on the outer insulation, the lead fracture could not be confirmed.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. Boston scientific technical services consultant recommended further testing. Provocation testing was performed and the noise issue could not be replicated. This ra lead remains in service and there were additional adverse patient effects reported. Additional information was provided on 28oct2021, it was reported that a chest x-ray was performed on the patient. A subclavian crush was identified by the physician. The rv lead was completely severed and the ra lead body exhibited a prominent tight angulation. The proximal portion of the rv lead was removed but the distal portion remains in situ. Attempts to remove the ra lead was made but was unsuccessful. Subsequently, the ra lead was therefore cut (proximal portion removed but distal portion left in situ). This patient is being referred for surgical lead extraction. A new rv lead was implanted using axillary access and the existing device programmed to vvi 50bpm with the atrial port plugged until further intervention can be arranged at a later date. No additional adverse patient effects were reported. The ra lead remains implanted but electrically deactivated. Additionally, only the proximal part of the ra lead was returned for analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. Boston scientific technical services consultant recommended further testing. Provocation testing was performed and the noise issue could not be replicated. This ra lead remains in service and there were additional adverse patient effects reported. Additional information was provided on 28oct2021, it was reported that a chest x-ray was performed on the patient. A subclavian crush was identified by the physician. The rv lead was completely severed and the ra lead body exhibited a prominent tight angulation. The proximal portion of the rv lead was removed but the distal portion remains in situ. Attempts to remove the ra lead was made but was unsuccessful. Subsequently, the ra lead was therefore cut (proximal portion removed but distal portion left in situ). This patient is being referred for surgical lead extraction. A new rv lead was implanted using axillary access and the existing device programmed to vvi 50bpm with the atrial port plugged until further intervention can be arranged at a later date. No additional adverse patient effects were reported. The ra lead remains implanted but electrically deactivated. Additionally, the ra lead was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed only the proximal segment was returned and the outer insulation was only about 22-23cm from the terminal end, but both (inner and outer) coils were deformed/stretched beyond to about 36cm from the terminal end. Further, visual inspection revealed abrasion on the outer insulation about 22-23cm from the terminal pin, which exposed the conductors. The insulation abrasion was in the clavicle area. Testing was completed to assess lead electrical performance and resistance measurements. These measurements were within normal limits. Analysis concluded that the clinical observations of noise was likely from the abrasion on the outer insulation, the lead fracture could not be confirmed.